Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver case was open for internal inspection and passed. The flash memory chip (u8) has been corrupted. The complaint was confirmed for receiver will not turn on due to defective u8 component. The reported event that the receiver ceased to function was confirmed. The root cause of receiver ceases to function due to defective u8 component.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver ceased to function could not be confirmed. A root cause cannot be determined.